Manufacturer narrative:
The recipient reportedly experienced no benefit from device. On (B)(6) 2021, the recipient's device reportedly explanted. The recipient presented with no infection at the time of explant surgery. The recipient was not reimplanted. The recipient has healed and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, and the fantail region, as well as a severed electrode. These are believed to have occurred during the revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a postauricular wound revision and washout. The recipients device was explanted. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.